Event description:
This complaint is now reportable based on the analysis completed on 05/21/2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was located in the right coronary artery (rca). The physician used a 2.0x15mm balloon to pre-dilate the target lesion, which resulted in 70% residual stenosis. The stent could not cross through the target lesion. The physician retrieved the stent and used another of the same product to complete the procedure. There were no patient injuries or complications reported, however, returned product analysis found a shaft fracture and stent damage. The patient was reported in "stable" condition.

Manufacturer narrative:
Visual and microscopic examination found that the hypotube had broken approximately 17.4cm distal from the catheter's strain relief. The returned unit revealed the proximal side of the stent was damaged on its first row with one strut raised. The tip section was visually and microscopically examined, and no issues were noted with its profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probably root cause is operational context. (B) (4).